Event description:
The device reportedly gave a constant leads off message during patient use. A back up device was obtained and treatment was continued. The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the attending clinician's assessment of the patient's lack of viability.